Event description:
It was reported that the button on a device was worn out. There was no adverse impact to the customer's blood glucose level. No action was required as the customer declined a callback from support.